Event description:
It was reported that the doctor was unable to remove a vena cava filter because two of the arms were outside the caval wall and the apex and the filter were also embedded in th caval wall. No injury to the patient was reported. Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. The IFU (information of use) for the g2 filter system states the following: potential complications: perforation or other acute or chronic damage of the ivc wall. As further indicated in the IFU's, the g2 filter system is indicated as a permanent placement filter per the IFU (information for use). The safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established.